Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the trigger (did not press) ended only when the button was off. It was observed that the coupling power supply was jammed and moving heavy. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the small battery drive device ran by itself and stopped only when the device was switched off. It was further determined that the coupling power supply was blocked, seized and the pbc defaulted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.